Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/11/2010 and 01/25/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A consumer reported experiencing pain behind and around the eyes following bilateral intraocular lens (iol) implant surgeries. The consumer noted that this pain occurs after working on the computer. She was treated with medications and was seen by four different physicians, including a retinal specialist. One of the physicians informed her she was not a good candidate for the lens model; she has macula pucker in both eyes, posterior capsule opacification (pco) in the left eye, and a refractive error in the right eye. She stated, she is pleased with her vision. In a f/u with the implanting surgeon, the tech stated that the pt was last seen almost two years ago. Add'l info has been requested. There are two medical device reports associated with this event; this report is for the right eye.